Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot which would have contributed to the reported events. Additionally, a review of the complaint history did not identify any similar incidents. Based on the information reviewed, a cause for the reported physical resistance / sticking (lock line difficulty) could not be determined. There is no indication of product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains implanted and the delivery system discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The steerable guide catheter referenced is filed under separate medwatch report number.

Event description:
This is filed to report the difficulty during lock line removal. It was reported this was a mitraclip procedure performed to treat mixed mitral regurgitation (mr) grade 4. When gaining access, the needle that was used perforated the artery. When the steerable guide catheter (sgc) was advanced, the perforation in the artery worsened. The clip delivery system (cds) was advanced. Clip deployment was started; however, after retracting the lock line about 6-7mm, the lock line was stuck inside the handle. After pulling on the lock line several times, the lock line was able to be removed. The clip was implanted, reducing mr to 2-3. The cds was removed and examined. There were no knots or kinks on the line. Upon removal of the device from the groin; a hematoma was observed as a result from the perforation. The hematoma was treated surgically. Hospitalization was prolonged due to the surgical treatment of the artery. No additional information was provided.